Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported they had an implantable neurostimulator (ins) implanted in 2008 and had a reaction to it. Their health care provider (hcp) did not know if it was an allergic reaction or an infection. Two weeks after implant the patient was red from the ins to their spine that was following the path of the lead. They were started on antibiotics and received two doses before the ins was explanted. Their health care provider (hcp) could not find an infection at the time of explant but did not know if it was because they had already received the antibiotics.